Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the insertion of an intra-aortic balloon (iab), the balloon membrane was unfurled causing difficulty while inserting the iab into the sheath. Another iab was used and therapy was continued successfully. There was no reported injury to the patient.